Event description:
Additional information received reporting that everything has been functioning appropriately since the surgery and the patient is doing well. No error codes have been observed since the surgery. Additional internal data from the generator was received and reviewed.

Event description:
Product analysis was completed on the returned generator.

Event description:
Additional information received noting that the patient was seen in clinic and presented with low impedance. It was confirmed that nothing unusual has occurred for the patient since undergoing surgery on (B)(6) 2024. Internal data from the generator was received and reviewed.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e0130.

Event description:
It was reported that the patient was referred for surgery due to experiencing stinging concerns around the vns. Once their device was checked, current not delivered was observed. Additional information received noting that the patient has not experienced any recent trauma or manipulation and x-rays were taken. The patient had pa and lateral chest x-ray performed and there were no major issues observed. After the patient's device settings were increased they later reported experiencing sharp pain over her generator site. The patient then applied the magnet and taped it there. Since then the vns has been off, and she had not felt any signal from it. The patient is experiencing more seizures, more dizzy and poor sleep. The device was checked in office and the output current shows as not being delivered, so the patient has been referred for surgery. Device history records were reviewed. The generator passed final functional and quality specifications prior to release for distribution. Internal data from the generator was received and reviewed. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient underwent surgery and the surgeon removed and reinserted the lead pin and all values were now within normal limits.

Event description:
The suspect device was received and product analysis is underway.

Event description:
Additional information received reporting that the patient's underwent a generator replacement due to a reed switch malfunction. The suspect device has not been received to date.